Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted on (B)(6) 2014; 694765 lead, implanted on (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing during atrial tachycardia atrial fibrillation. It was also reported that there was diminished p-waves. The ra lead remains in use. No patient complications have been reported as a result of this event.